Event description:
During on-site service testing, the baxter repair technician reported an infusion pump with a condition of failed accuracy test on channel a. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No add'l info is known.